Event description:
It was reported that bd connecta¿ stopcock leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: leakage from injection port in the product, IV fluid leaks from the injection port.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8281712. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the device submitted was subjected to leakage testing, the observed leak originated from a small wound on the extension tubing. Our engineers determined that this wound originated from a small burr located on the interior of the bd connecta unit. This is a result of a variance during the molding process.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿ stopcock leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: leakage from injection port in the product, IV fluid leaks from the injection port.